Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 393 (mg//dl) after waking up from a nap. Reportedly, customer stated that they tend to wake up with elevated bg levels after taking a nap, and that they have been tired since returning to school. Although requested by tandem technical support, customer declined to perform troubleshooting for the pump. Customer changed their infusion site and administered a correction bolus to treat their bg level.